Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter indicated that the pump was exposed to water and afterward there was no power to the pump. The reporter stated that moisture was visible under the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the pump was examined and moisture was noted behind the pump display lens. A crack was observed to the pump case between the display lens and the pump case. The pump was unable to power on during testing. No black box or pump history data was available due to the pump failing to power on. A leak test was performed on the pump and the pump was found to be leaking as a result of the crack at the display lens. The pump was opened and moisture was observed throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.